Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were all 4 sutures used on this patient? Please provide the product code and lot number used on this patient or is it unknown? You have indicated a total of 6 cases reported. Have any of the previous 5 cases been reported to ethicon? If yes, please provide complaint numbers did the suture break on the 3rd day post surgery or did the suture pull through the tissue on 3rd day post surgery? What was done on post surgery day 3 to resolve the issue? Will the patient return for additional surgical procedure?

Event description:
It was reported that the patient underwent a cleft palate surgery on unknown date and the suture was used to close mucous membrane. On the third day of post-op, the suture line was broken up. The surgeon recommended the patient for re-operation after six months. Additional information has been requested.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
Additional information - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch t7001 mfg date: (B)(4) 2017 , exp date: (B)(4) 2021 in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Device evaluation of retained samples: all the average as well as individual needle pull-off and knot pull tensile strength values were found to meet the usp requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Based on the analysis this is not a confirmed complaint.